Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net when the right ventricular lead exhibited low out-of-range pacing impedance. Physician chose to lower the impedance boundary and continue monitoring the patient. Patient had no consequences after the event.